Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis and high blood glucose readings of 375 mg/dl. Customer reported symptoms of sever vomiting and stomach ache. Customer was treated with IV fluids, insulin and pain medicines. Mother stated that the hospitalization was the customer's fault. No further information reported.